Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : g3, g6, h2,h6 ( type of investigation). Corrected sections : h6 ( investigation findings and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 2 years, 2 months due to stenosis. Patient presented with shortness of breath. The procedure was performed with 26mm 9750tfx transcatheter valve. Patient was sent to recovery in stable condition. Physician reported that when he began seeing patient last year her gradient was around 18 mmhg and patient was doing well. Over the course of a few months patient started feeling poorly with dyspnea on exertion. Echo showed a gradient of 64 mmhg. Patient was then started on eliquis and then switched to warfarin when the eliquis did not seem to make a difference. On the ac patient gradient was down to 50 mmhg. Patient continued to have dyspnea on exertion so patient was scheduled for tavr. Physician is unsure why the valve failed early or why patient would have developed halt.

Manufacturer narrative:
Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt) subclinical leaflet thrombosis (slt) is described as a thin layer of thrombus that can involve one or all three leaflets, with typical appearance on mdct as a hypo-attenuating defect of the leaflets, also called hypo-attenuating leaflet thickening (halt) halt is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. This event will be included in ongoing monitoring and trending . Neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time because no triggers are met, based on the information available, the most likely cause is patient factors. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of (B)(6) due to halt and stenosis. Patient presented with shortness of breath. The procedure was performed with 26mm 9750tfx transcatheter valve. Patient was sent to recovery in stable condition. Physician reported that when he began seeing patient last year her gradient was around 18 mmhg and patient was doing well. Over the course of a few months patient started feeling poorly with dyspnea on exertion. Echo showed a gradient of 64 mmhg. Patient was then started on eliquis and then switched to warfarin when the eliquis did not seem to make a difference. On the ac patient gradient was down to 50 mmhg. Patient continued to have dyspnea on exertion so patient was scheduled for tavr. Physician is unsure why the valve failed early or why patient would have developed halt.